Event description:
On (B)(4), 2012, (B)(6) hospital, (B)(6), reported that upon priming of the bo-hqv 47906 plegiox heat exchanger (article number: (B)(4), serial number: (B)(4)) using crystalloid a tubing leak was noticed at the y-connector of the plegiox, crystalloid, and blood tubing. (B)(4).

Manufacturer narrative:
(B)(4). The y-connector was returned for investigation. The investigation confirmed that the connector was leaking. The root cause was a gluing failure; there was not enough glue on the connector. As a corrective action the y-connector used in the set was changed to a new part. (B)(4).